Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose level. Customer¿s blood glucose level was 49 mg/dl at the time of incident. Customer was treated with food. Customer reported that did not allege insulin pump was over delivering. Customer stated that the drive support cap was normal. Customer reports was not worn during a medical procedure or test around a magnetic resonance image. Troubleshooting was performed for low blood glucose. The insulin pump will not be returned for analysis.